Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection of the patient line from the transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient had disconnected while sleeping and was unsure as to how it happen. The technical service representative advised and assisted the patient with ending the therapy. During the follow up, the patient specified that the patient line of the homechoice cassette separated from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.